Manufacturer narrative:
Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
Loosened teeth from jaw bone, knocked two front teeth away from jaw [loose tooth]. Infection- oral [oral infection]. Degeneration - teeth; rattled teeth [tooth disorder]. This toothbrush is too fast and too rough and it loosened teeth/knocked two front teeth away from jaw bone [injury associated with device]. This toothbrush is too fast and too rough [device physical property issue]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2017 that he/she used an oral-b power rechargeable toothbrush handle professional care (deep sweep pro 1000) beginning on an unspecified date, and the product loosened his/her teeth from the jaw bone. The consumer reported the toothbrush rattled his/her teeth the first day he/she used it, but he/she continued to use the toothbrush. The reporter stated the toothbrush was too fast and too rough, and it knocked his/her two front teeth away from his/her jaw. He/she reported those teeth were cemented first, then a wire bridge was put in, and then he/she got a bad infection. Antibiotics were given for the infection. The consumer visited the dentist three times, and had five x-rays. The dentist told the consumer that he/she now had some degeneration. The consumer reported the toothbrush was purchased about two to three months ago, and it was used for about one month before this experience. The consumer wanted to trade in the product for a slower toothbrush. The case outcome was unknown. Relevant history: the consumer reported that prior to using the oral-b toothbrush, a dentist told him/her that he/she had bone loss to the jaw. No further information was provided.